Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate and inform FDA of products that do not pass inspection in a supplemental report.